Event description:
Event summary: it was reported that the patient was readmitted emergency room (ER) for worsening shortness of breath. A chest x-ray revealed pulmonary edema with small left and a trace right pleural effusion. The patient had volume overload for which they received an IV of lasix (furosemide). They were put on a low salt diet with fluid restriction. On (B)(6) 2022, the patient was found to have acute on chronic systolic heart failure as well as acute on chronic kidney disease. The patient's cozaar (losartan) was placed on hold. Daily labs were taken to closely monitor kidney function. Acute kidney injury ultimately prolonged the patient's hospitalization. It was noted that the patient had gained weight.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section a4: patient privacy laws prohibit the release of private patient information and patient date of birth should have been removed from the previous report. Manufacturer's investigation conclusion. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be determined through this evaluation. It was reported that the patient presented to the emergency room (ER) with worsening shortness of breath and weight gain. A chest x-ray revealed pulmonary edema with a small left and a trace right pleural effusion. A computed tomography (CT) scan of the patient¿s chest was conducted that showed bilateral lower lobe infiltrates/atelectasis and confirmed moderate bilateral pleural effusions which were believed to be in the second to third spacing. The patient was found to have volume overload and received intravenous (IV) diuretics, and they were instructed to start a low salt diet with fluid restrictions. If the patient was still symptomatic post-diuretics, then a thoracentesis procedure would be considered. It was also reported that the patient was found to have had acute on chronic systolic heart failure and acute on chronic kidney disease. The patient¿s kidney function was closely monitored on daily laboratory tests, and the patient was monitored on a strict intake and output. The patient¿s antihypertensive medication was held. The patient¿s shortness of breath remained ongoing, and the patient was not considered euvolemic. Once the patient was euvolemic the thoracentesis procedure would be conducted if the patient was still symptomatic. The acute kidney injury ultimately prolonged the patient¿s hospitalization. Nephrology was consulted and the patient was not discharged until their kidney function stabilized. The patient remains ongoing on hm3 lvas, serial number (B)(6). The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists multiple types of organ failure and dysfunction, including renal dysfunction, as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.